Event description:
This case was initially received via regulatory authority ansm - heath authorities in (B)(6) (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pelvic pain"), in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("abundant menometrorrhagia"), tinnitus ("tinnitus"), dizziness ("dizzy spells"), epistaxis ("recurrent epistaxis"), breast swelling ("constantly swollen breasts and abdomen"), abdominal distension ("constantly swollen breasts and abdomen"), fatigue ("chronic fatigue"), weight increased ("weight gain"), myalgia ("incapacitating muscle pain"), tendon pain ("unexplained recurrent tendon pain"), arthralgia ("unexplained recurrent joint pain"), back pain ("unexplained recurrent back pain"), bruxism ("bruxism"), accommodation disorder ("recurrent disturbances of vision, particularly of accommodation"), eyelid oedema ("swollen eyelids"), anxiety ("major anxiety"), disturbance in attention ("difficulty concentrating and attention disturbance"), amnesia ("memory loss"), aphasia ("difficulty finding words"), headache ("unexplained headaches"), dysaesthesia ("recurrent dysaesthesia"), paraesthesia ("tingling and numbness in all 4 limbs"), hypoaesthesia ("tingling and numbness in all 4 limbs"), alopecia ("hair loss"), erythema ("unusual redness of skin"), abdominal pain upper ("epigastric pain"), nausea ("nausea"), abdominal distension ("abdominal bloating"), spinal pain ("pain in spinal column and sacroiliac region on palpation"), abdominal pain upper ("right hypochondrium pain"), dyspepsia ("major dyspepsia"), diarrhoea ("diarrhoea"). At the time of the report, the pelvic pain, menometrorrhagia, tinnitus, dizziness, epistaxis, breast swelling, abdominal distension, fatigue, weight increased, myalgia, tendon pain, arthralgia, back pain, bruxism, accommodation disorder, eyelid oedema, anxiety, disturbance in attention, amnesia, aphasia, headache, dysaesthesia, paraesthesia, hypoaesthesia, alopecia, erythema, abdominal pain upper, nausea, abdominal distension, spinal pain, abdominal pain upper, dyspepsia, and diarrhoea outcome was unknown. The reporter provided no causality assessment for pelvic pain, menometrorrhagia, tinnitus, dizziness, epistaxis, breast swelling, abdominal distension, fatigue, weight increased, myalgia, tendon pain, arthralgia, back pain, bruxism, accommodation disorder, eyelid oedema, anxiety, disturbance in attention, amnesia, aphasia, headache, dysaesthesia, paraesthesia, hypoaesthesia, alopecia, erythema, abdominal pain upper, nausea, abdominal distension, spinal pain, abdominal pain upper, dyspepsia, and diarrhoea with essure. The reporter commented: removal of device in next 3 weeks. Further company follow-up with the regulatory authority is not possible. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain. Removal of device will be performed in next 3 weeks. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after insertion. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal will be required. The product technical analysis and further information has been sought.

Manufacturer narrative:
This case was initially received via regulatory authority ansm - heath authorities in france (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pelvic pain"), in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("abundant menometrorrhagia"), tinnitus ("tinnitus"), dizziness ("dizzy spells"), epistaxis ("recurrent epistaxis"), breast swelling ("constantly swollen breasts and abdomen"), abdominal distension ("constantly swollen breasts and abdomen"), fatigue ("chronic fatigue"), weight increased ("weight gain"), myalgia ("incapacitating muscle pain"), tendon pain ("unexplained recurrent tendon pain"), arthralgia ("unexplained recurrent joint pain"), back pain ("unexplained recurrent back pain"), bruxism ("bruxism"), accommodation disorder ("recurrent disturbances of vision, particularly of accommodation"), eyelid oedema ("swollen eyelids"), anxiety ("major anxiety"), disturbance in attention ("difficulty concentrating and attention disturbance"), amnesia ("memory loss"), aphasia ("difficulty finding words"), headache ("unexplained headaches"), dysaesthesia ("recurrent dysaesthesia"), paraesthesia ("tingling and numbness in all 4 limbs"), hypoaesthesia ("tingling and numbness in all 4 limbs"), alopecia ("hair loss"), erythema ("unusual redness of skin"), abdominal pain upper ("epigastric pain"), nausea ("nausea"), abdominal distension ("abdominal bloating"), spinal pain ("pain in spinal column and sacroiliac region on palpation"), abdominal pain upper ("right hypochondrium pain"), dyspepsia ("major dyspepsia"), diarrhoea ("diarrhoea"). At the time of the report, the pelvic pain, menometrorrhagia, tinnitus, dizziness, epistaxis, breast swelling, abdominal distension, fatigue, weight increased, myalgia, tendon pain, arthralgia, back pain, bruxism, accommodation disorder, eyelid oedema, anxiety, disturbance in attention, amnesia, aphasia, headache, dysaesthesia, paraesthesia, hypoaesthesia, alopecia, erythema, abdominal pain upper, nausea, abdominal distension, spinal pain, abdominal pain upper, dyspepsia, and diarrhoea outcome was unknown. The reporter provided no causality assessment for pelvic pain, menometrorrhagia, tinnitus, dizziness, epistaxis, breast swelling, abdominal distension, fatigue, weight increased, myalgia, tendon pain, arthralgia, back pain, bruxism, accommodation disorder, eyelid oedema, anxiety, disturbance in attention, amnesia, aphasia, headache, dysaesthesia, paraesthesia, hypoaesthesia, alopecia, erythema, abdominal pain upper, nausea, abdominal distension, spinal pain, abdominal pain upper, dyspepsia, and diarrhoea with essure. The reporter commented: removal of device in next 3 weeks. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-may-2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed spontaneous case report received via regulatory authority refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she presented chronic pelvic pain. Removal of device will be performed in next 3 weeks. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after insertion. Considering positive temporal relationship and event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal will be required. The product technical analysis cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information has been sought.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 06-apr-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("abundant menometrorrhagia"), tinnitus ("tinnitus"), dizziness ("dizzy spells"), epistaxis ("recurrent epistaxis"), breast swelling ("constantly swollen breasts and abdomen"), the first episode of abdominal distension ("constantly swollen breasts and abdomen"), fatigue ("chronic fatigue"), weight increased ("weight gain"), myalgia ("incapacitating muscle pain"), tendon pain ("unexplained recurrent tendon pain"), the first episode of arthralgia ("unexplained recurrent joint pain"), back pain ("unexplained recurrent back pain"), bruxism ("bruxism."), visual impairment ("recurrent disturbances of vision, particularly of accommodation"), eyelid oedema ("swollen eyelids"), anxiety ("major anxiety"), disturbance in attention ("difficulty concentrating and attention disturbance"), amnesia ("memory loss"), aphasia ("difficulty finding words"), headache ("unexplained headaches"), dysaesthesia ("recurrent dysaesthesia"), paraesthesia ("tingling and numbness in all 4 limbs"), alopecia ("hair loss"), erythema ("unusual redness of skin"), the first episode of abdominal pain upper ("epigastric pain"), nausea ("nausea"), the second episode of abdominal distension ("abdominal bloating"), spinal pain ("pain in spinal column and sacroiliac region on palpation"), the second episode of arthralgia ("pain in spinal column and sacroiliac region on palpation"), the second episode of abdominal pain upper ("right hypochondrium pain"), dyspepsia ("major dyspepsia") and diarrhoea ("diarrhoea"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced hypoaesthesia ("tingling and numbness in all 4 limbs"). At the time of the report, the pelvic pain, menometrorrhagia, tinnitus, dizziness, epistaxis, breast swelling, fatigue, weight increased, myalgia, tendon pain, back pain, bruxism, visual impairment, eyelid oedema, anxiety, disturbance in attention, amnesia, aphasia, headache, dysaesthesia, paraesthesia, hypoaesthesia, alopecia, erythema, nausea, the last episode of abdominal distension, spinal pain, the last episode of arthralgia, the last episode of abdominal pain upper, dyspepsia and diarrhoea outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, anxiety, aphasia, back pain, breast swelling, bruxism, diarrhoea, disturbance in attention, dizziness, dysaesthesia, dyspepsia, epistaxis, erythema, eyelid oedema, fatigue, headache, hypoaesthesia, menometrorrhagia, myalgia, nausea, paraesthesia, pelvic pain, spinal pain, tendon pain, tinnitus, visual impairment, weight increased, the first episode of abdominal distension, the first episode of abdominal pain upper, the first episode of arthralgia, the second episode of abdominal distension, the second episode of abdominal pain upper and the second episode of arthralgia with essure. The reporter commented: removal of device in next 3 weeks. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 29-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2786 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-may-2017: no further information expected. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.